Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia, convulsions, and had temporary loss of consciousness. The customer was unable to self-treat, requiring treatment with juice, medication (unspecified), glucose gel and glucagen (1mg/ml) provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number has not been provided for the sensor. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader, no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed and signal loss alarms were caused by low or not present ble rssi value. Visual inspection has been performed on returned usb/charging cable and no issues were observed. No opens or shorts were observed. All results were within specification. Visual inspection has been performed on returned power adapter and no issues were observed. Returned power adapter was tested and all results were within specification. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia, convulsions, and had temporary loss of consciousness. The customer was unable to self-treat, requiring treatment with juice, medication (unspecified), glucose gel and glucagen (1mg/ml) provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia, convulsions, and had temporary loss of consciousness. The customer was unable to self-treat, requiring treatment with juice, medication (unspecified), glucose gel and glucagen (1mg/ml) provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader, no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed and signal loss alarms were caused by low or not present ble rssi value. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.